Event description:
The customer reported that the foot pedal did not function properly and the fluoroscopic was blurred. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep found the connecting cable was cut and ordered a replacement foot pedal. No further repair info is provided.